Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded an fc 1003 indicative of battery voltage too low for the projected remaining capacity and is at less than 3 months remaining. Device data was submitted for engineering analysis which confirmed that this device exhibited a low voltage and the power consumption was increasing in gradual fashion. This appeared consistent with capacitor degradation due to hydrogen gas content in the sealed pulse generator atmosphere. Additional information received indicated that this device was exhibiting premature battery depletion. Also, the patient was presented to the hospital due to shortness of breath (sob). Interrogation was requested and during interrogation the patient device alerted for a fc 1003. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Correction to field e. Initial reporter.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded an fc 1003 indicative of battery voltage too low for the projected remaining capacity and is at less than 3 months remaining. Device data was submitted for engineering analysis which confirmed that this device exhibited a low voltage and the power consumption was increasing in gradual fashion. This appeared consistent with capacitor degradation due to hydrogen gas content in the sealed pulse generator atmosphere. Additional information received indicated that this device was exhibiting premature battery depletion. Also, the patient was presented to the hospital due to shortness of breath (sob). Interrogation was requested and during interrogation the patient device alerted for a fc 1003. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded an fc 1003 indicative of battery voltage too low for the projected remaining capacity and is at less than 3 months remaining. Device data was submitted for engineering analysis which confirmed that this device exhibited a low voltage and the power consumption was increasing in gradual fashion. This appeared consistent with capacitor degradation due to hydrogen gas content in the sealed pulse generator atmosphere. Additional information received indicated that this device was exhibiting premature battery depletion. Also, the patient was presented to the hospital due to shortness of breath (sob). Interrogation was requested and during interrogation the patient device alerted for a fc 1003. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Correction to field e. Initial reporter. The returned implantable cardioverter defibrillator (ICD) was analyzed and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The elective replacement indicator (eri) to end of life (eol) window was found to be shorter than expected, but full device function was verified. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which resulted in a shortened eri to eol window.